Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a post-implant follow up check, the right ventricular lead exhibited decreased sensing. The lead was repositioned on (B)(6) 2020. The patient condition was stable after the procedure.